Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a failure, "no device found" message, and no visual anomalies. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was pt reported they could not charge their implanted neurostimulator (ins), they had experienced longer ins charge times (2+ hours) and the inability to fully charge their ins battery to 100% since "about a week" ago. Pt noted their ins "died" (pt clarified the ins depleted charge) last night and that their ins was located in their "face." Pt noted they saw a "memory problem" message yesterday and they also saw the screen that had numbers from 0-100 (patient services specialist (pss) understood this as passive recharge mode). Pt said they were able to charge their controller. Pss helped the pt inspect the recharger antenna (rtm) cord and rtm plug, but no damage was noted to the rtm plug. Pt noted the rtm coil gets "boiling hot" when charging the ins and the rtm cord was loose where it meets the rtm coil. During troubleshooting the pt noted they saw the "memory problem" m essage again. Pt said the screen had a "61" on the bottom right, but later said "67." The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported.